Manufacturer narrative:
(B)(4). Concomitant medical products: patient medications - aspirin, metoprolol, keppra, cetirizine, lipitor, pepcid, nifedipine, zoloft. (B)(4). According to the conformable gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to dissection, perforation, or rupture of the aortic vessel & surrounding vasculature, persistent false lumen flow, and surgical conversion.

Event description:
The following information was reported to gore through the global registry for endovascular aortic treatment (great (B)(6)): on (B)(6) 2016, the patient underwent treatment of a type b complicated aortic dissection, with the maximum diameter of the lesion measuring 31.2 mm. It was reported a conformable gore® tag® thoracic endoprosthesis was implanted in zone 2, and the left subclavian artery was intentionally covered and/or embolized during the procedure. On (B)(6) 2016, follow up imaging showed the maximum diameter of the lesion measured 49.7 mm. On (B)(6) 2016, follow up imaging showed the maximum diameter of the lesion measured 49 mm. On (B)(6) 2017, follow up imaging showed the maximum diameter of the lesion measured 61 mm. On (B)(6) 2017, the patient presented with false lumen expansion (amount unknown), an enlarging descending thoracic aortic aneurysm from the dissection, and extension of the dissection into the aortic arch. The false lumen expansion reportedly occurred as a result of persistent false lumen perfusion from a distal fenestration perfusing the false lumen retrograde. On (B)(6) 2017, an open thoracic repair was performed whereby the descending thoracic aortic aneurysm and dissection was replaced with a 32 mm gelweave terumo graft and the conformable gore® tag® thoracic endoprosthesis was explanted. Replacement of the transverse aortic arch with a 32 mm gelweave terumo graft was also performed. The patient tolerated the procedure.